Manufacturer narrative:
The reported product is not expected to be returned as the customer is unwilling to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. (This report covers 2 of 2 MDR submissions.)

Event description:
A complaint was received via email. A low reading issue was reported with the abbott diabetes care (adc) device. The customer reported unspecified lower sensor scan readings and it's unknown whether a trend arrow was noted on the device. It was indicated that the customer was hospitalized for an unspecified amount of time and received unspecified third-party treatment. There was no report of death or permanent injury associated with this event.